Event description:
It was reported that during a routine follow-up, unspecified abnormal lead measurements were identified. The lead was explanted and replaced in absence of any adverse patient effects. The explanted lead is intended to be returned for analysis.